Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. This lead was capped and a new lead was placed. No additional adverse patient effects were reported.